Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026; explant date brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that trial was initiated on (B)(6) 2026. It was reported that the wires has come out/loose with the battery pack last night, they did check their settings currently connected, they were set at right side 1.1 stim, they thinks the device is not working. The patient was advised to contact their doctor, if symptoms persist. The cause of the event was not known. The issue was not resolved and it was still ongoing.